Event description:
On an unknown date, a trifecta valve (model and size unknown) was implanted. It was reported that approximately 3 or 4 months ago, the device was explanted due to severe aortic regurgitation (ar) and replaced with an unknown valve. The user did not provide additional information regarding the event despite abbott¿s requests.

Manufacturer narrative:
An event of leakage/regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.